Event description:
The pt called lifescan and alleged that their meter was reading inaccurately high. Medical affairs spoke to the pt and obtained/verified the following information: the pt obtained a "normal" result at approx 8:00 a.m. In the morning. Pt took 1 1/2 units of humalog at that time. At noon the pt tested their blood sugar before eating and obtained a result of 355 mg/dl. Pt took a bolus of humalog on their insulin pump. Pt had an "odd feeling in their stomach" and felt that this might be lower than the meter reading showed. Approximately 45 minutes after testing their blood sugar, pt left their house. Pt was confused at the time, but was not completely aware of their condition. Within 10 minutes, pt wrecked their car, with no injuries. The paramedics arrived at the scene of the accident and tested their blood sugar, which was 30 mg/dl. Pt was given glucose intravenously and pt then tested on their meter, which read 84 mg/dl. After the glucose had taken effect their blood sugar read 184 mg/dl on their meter. The pt was unable to state if the test strips were in good condition, or if the codes matched. Pt did report that the techniques for applying the blood to the test strips and for cleaning the puncture site were correct. The pt did not perform a control solution test. Based on the info provided, there is no evidence of a meter malfunction; the pt performed a meter to feelings comparison, which is invalid; however, it is not likely that the pt's blood glucose levels could drop so dramatically within one hour. The pt took insulin based on; high blood glucose result, which led to a hypoglycemic event. A replacement meter has been sent to the pt.